Event description:
The pharmacist at the hospital reported as: catheter sectioned. Investigation in progress.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the serial number, date of event, exact implant date and explant date. The information has not yet been received by allergan. Based upon the model number and partial implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determined the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding the serial number, the event date, exact implant date, explant date, diagnostic testing, pt data or further event details. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."